Event description:
It was reported that the 2800 system would not save images during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The table generator interface board was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.